Event description:
The customer reported the ventilator was alarming due to a patient circuit occlusion. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician was able to duplicate the reported complaint. The service technician reported the blower would not operate, which could result in no ventilation during operation. The service technician replaced the blower and the power supply to address the reported problem. Applicable final testing was completed and passed to operating specifications.